Event description:
The device was returned to medtronic (B) (4) due to an illuminated service wrench icon and an error code in memory that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported problem. It was observed that the service wrench icon was displayed due to the occurrence of an error code. During the testing, the device passed as self test and delivered two shocks, one at 200 joules and another at 300 joules. Then it charged up to 360 joules but failed to deliver energy. It was noted that resistor r213 popped and that capacitors c180 and c181 melted. The analog pcb assembly was removed for further evaluation. Upon further evaluation of the analog pcb assembly, it was determined that the damage to resistor r213, and capacitors c180 and c181 was caused by the failure of integrated circuit u1.